Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. But was returned to olympus (B)(4). The subject device was sent to a third party laboratory for additional microbiological testing. The testing indicated no microbial growth for the subject device. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause could not be determined at present. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a routine surveillance culturing test by the facility, the channels of the subject device tested positive for following bacteria. Air channel: staphylococcus coagulase negative (1cfu/100ml). Suction channel: pseudomonas aeruginosa (>300cfu/100ml). Instrument channel: pseudomonas aeruginosa (>300cfu/100ml). Auxiliary channel: pseudomonas aeruginosa (4cfu/100ml). The subject device had been reprocessed using non-olympus automated endoscope reprocessor (soluscope 4) with peracetic acid. There was no report of patient infection associated with the event.